Event description:
A complaint regarding charging issues between the implant and the external equipment was reported. A boston scientific representative performed device evaluation. The problem was confirmed. The patient's implant was replaced with a new boston scientific spinal cord stimulator.